Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. Vyaire medical technical support was able to check the logs and shows alarm 388- no dosing possible and alarm 271- o2 supply failed message triggered 15 times on 13/12/2022. Investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that this pressure regulator is indeed defective. The exact root cause is not determined as issue could not be duplicated. The uut was tested and found to function to specification. As a resolution, vyaire shipped new insp block for replacement.

Event description:
It was reported to vyaire medical that the bellvista1000 us giving alarms 388: no o2 dosing possible and 271: o2 supply fail. No o2 dosing possible occurring together. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire technical support advised customer to replace the unit insp block. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.